Event description:
Device 1 of 2. Ref MFR report#: 126487-2014-05040. It was reported, the pt is not receiving adequate coverage. An impedance check revealed low impedance on several contacts. X-rays were taken but a conclusion could not be determined due to the original placement of the lead being unk. As a result, surgical intervention will take place related to the lead.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.